Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent hypoglycemia associated with meal announcements, including a lowest glucose of 39 mg/dl during a prolonged low that followed corrections and a subsequent dinner announcement while glucose was dropping; the ilet alerted to the low, and the episode was treated with oral glucose. Symptoms included hypoglycemia. Outcomes included temporary impairment requiring self-treatment without outside assistance or medical intervention. Investigation included troubleshooting, education, and assistance with factory reset and cgm pairing. Investigation of this case revealed no device malfunction and no component failure, with the event consistent with use-related factors, including meal announcement timing while glucose was declining. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.